Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition of the above evaluation, clogging in inlet line proximal filter was confirmed by internal checking, inlet line proximal filter was replaced. Also, contamination in the inside was confirmed, flow sensor was replaced, which were not related to the malfunction/issue.